Event description:
The following was reported to hamilton medical ag: the hospital staff was checking the operation of c1. Tightness test becomes ng. The respiratory circuit, expiration valve cover, diaphragm, etc. Were replaced, but ng occurred. The local staff took custody of this c1 and checked its operation, and sure enough, it was ng. We also confirmed that the self test failed and te231022 also occurred (pexpvalve sensor defect). No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d1, d4, g6, h2, h4, h11.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: the hospital staff was checking the operation of c1. Tightness test becomes ng. The respiratory circuit, expiration valve cover, diaphragm, etc. Were replaced, but ng occurred. The local staff took custody of this c1 and checked its operation, and sure enough, it was ng. We also confirmed that the self test failed and te231022 also occurred (pexpvalve sensor defect). No patient involvement.